Manufacturer narrative:
The customer declined ge service calls. No repair information available. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture unknown as serial number not provided. Patient information could not be obtained due to country privacy laws.

Event description:
The hospital reported a loss of mechanical ventilation. The patient was switched to manual ventilation. There was no report of patient injury.